Event description:
It was reported that the slot in the tibial cutting block was not wide enough to be compatible with the tibial alignment rod. Surgery time was extended greater than 30 minutes due to the event.